Event description:
Customer completed isolex 3001 procedure. Unable to use final product due to clumping. As a result, the patient has been remobilized and will be re-collected. Investigation in progress.